Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a safety mechanism delay occurred after use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "safety mechanism delayed retract. When push button, the speed of needle retract became slower than previous."

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received two opened units and one unopened unit from lot number 9170870. A functional test was performed where all units tested successfully retracted per specifications. No defect was observed. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a safety mechanism delay occurred after use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "safety mechanism delayed retract. When push button, the speed of needle retract became slower than previous."